Event description:
Healthcare professional (hcp) reported that a patient had a reaction to the infiltration of a treatment in the lower third, the lateral mandibular area with juvéderm® volux¿ that has been "causing inflammation and abscess since days ago and does not resolve with treatment provided". Since the second day the patient "has informed us that she has pain, swelling and heat in that area". In the 15-day review, we see that the inflammation has not improved and anti-inflammatory corticosteroids and antibiotics are prescribed, after 10 days the patient does not improve and "an ultrasound is performed in which an abscess is seen" that does not resolves, attempts are made to drain but unfortunately it does not drain. Symptoms ongoing/unresolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.